Manufacturer narrative:
Retainer ring = unknown on (B)(6). 2021 the customer reported a pump error 37. Unit was received with a missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring. Unit failed rewind and self tests. Pump error 37 appeared during each motor rewind, and self test returned a pump error 63. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 37. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 37 that may have occurred around the event date. The adapt tool in combination with the unit's pump history file confirm that 13 pump error 37 occurred on (B)(6). 2021 alone. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. The top half of the motor slide completely broke off and was missing. The broken motor slide was replaced with a motor slide from another motor. The motor was tested outside the device, and it passed. A visual inspection of u1 under a microscope reveals that there is a cold solder joint at pin 6. In summary, the customer¿s report of a pump error 37 was confirmed during testing. The pump error 37 is due to a broken motor slide, and the pump error 63 is due to a broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer stated that they were not able to reset the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.